Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a blue foreign body was found in the field of view after completing thyroid surgery. It is believed that this material came from the tip of the device. The surgeon removed the material and the tissue it was attached to. The patient recovered with no adverse effects.